Event description:
Running of curlin 6000 pump produces a "stalled motor" error. This requires a replacement of the pump so pt can continue on their medication at home. We have had numerous reports of this error. The MFR (B)(4) is aware of error and is reportedly working on this. This error was first reported in (B)(6) 2017 and is still occurring. I have reports that (B)(4) has identified this issue but we are still receiving pump that are alarming with this error.